Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote balloon catheter. Microscopic inspection revealed a pinhole over the distal markerband with a scratch. There were also multiple buckled locations throughout the distal shaft.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right below the knee artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no any patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right below the knee artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no any patient complications reported.